Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator that the patient has persistent percutaneous lead infection with suspected pump infection. Purulent discharge and drainage coming from the percutaneous lead. Possible pump pocket infection is suspected. Cat scan (CT) ordered and patient started on IV antibiotics.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.